Manufacturer narrative:
No service on the ventilator has been requested by the user facility, who use a third party provider for service and repair. It was reported that the compressor alarmed for low pressure. According to field service engineer, the compressor tubing kit was damaged and leaked air. The compressor was repaired and returned for use again. No parts were returned for investigation. The root cause for the reported failure could not be determined.

Event description:
It was reported that the compressor alarmed for low pressure. There was no patient harm. Manufacturer's ref.#: 8010042